Manufacturer narrative:
Date of event - estimated based on implant occurring 4 years ago. Implant date - estimated based on implant occurring 4 years ago.

Event description:
It was reported via social media that a device was damaged. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. During the implant procedure a wire broke which required a second surgery. No further information on the status of the patient is available.